Event description:
This lv lead was implanted on (B)(6) 2012 and remains implanted at this time. A call was placed to technical services on (B)(6) 2017 stating that there was inhibition of lv pacing which sounded like farfield sensing on lv lead. Lv sensing configuration was programmed to lv tip to lv ring 2. Issue was addressed by reprogramming lv tip to rv sensing with 91 % lv paced. The physician was dr. (B)(6) at (B)(6) medical group in kearney, ne. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).